Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had a33 error alarm during basic occlusion test and unable to prime at 2.5 lbs during prime/a33 test due to broken off end cap. Unable to perform occlusion test due to a33 alarm. Unit had minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported that the customer was hospitalized and had high blood glucose levels. Customer treated with an insulin pen. Customer went to the emergency room on (B)(6) 2014. Customer's blood glucose level was 410 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer stated that her doctor advised that the pump is probably malfunctioning. Customer was in an accident but was not driving. Cause of the emergency room visit is not confirmed. Customer's symptoms were treated and the customer does not have diabetic ketoacidosis anymore. Customer does not want to troubleshoot for high blood glucose levels. Customer wants the pump replaced. Customer stated that the nurses put the pump in a bag and the insulin exploded. No further assistance required.